Event description:
Pt coded as the diagnostic cardiac catheterization was completed. Pt was stabilized, temporal pacemaker was inserted, and intraoperative balloon pump inserted into the left femoral artery. After stabilizing the pt hemodynamically, percutaneous coronary intervention was carried out. Fl4 guiding wire was engaged to left main coronary artery. Choice pt guidewire was able to cross the totally occluded lesions with the use of a 2.0x15mm balloon. It re-established the distal flow. Balloon angioplasty was performed to establish the flow. Significant residual stenosis was still present. A 2x15 mm balloon used for further dilatations followed by deployment of 2.5x18mm drug-eluting xience stents. Attempts to cover distal end of lesion unsuccessful, therefore, this was deployed in the proximal segment, dilated at 14 atmospheres. Buddy wire attempted to reinsert through the stent, unable to get a cath through the distal segment of the lad. A 2.5x12mm drug eluting stent was attempted to pass through the first stent, was unsuccessful. Stent was withdrawn with the hope to dilate with a 2 5 noncompliant balloon. Apparent the stent was left behind within the first stent in the proximal stent. Further attempt to pass the balloon through the un-deployed stent was unsuccessful. Another wire was passed through the first stent, but unable to pass through the distal segment. No further attempt made as the distal flow maintained in timi grade 3 flow. Will request cardiothoracic surgical consult for possible coronary artery bypass surgery.